Event description:
Hillrom received a report from a hillrom technician stating the bed exit was not working. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hillrom technician found the external alarm needed to be replaced. Per the hillrom user manual, warning: the bed exit alarm system is not intended as a substitute for good nursing practices. The bed exit alarm system must be used in conjunction with a sound risk assessment and protocol. Per the hillrom user manual, if the bed exit alarm does not arm and all three mode indicators are flashing, remove the patient and zero the bed exit system. A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. Hillrom submitted a service quotation for the reported event of bed exit alarm not working. The authorization for repair of this bed has not been made by the account at this time as they were requesting capex funding to be approved by executives. Based on this information, no further action is required.